Event description:
It was reported while using bd intima-ii¿ prn y adapter 22 ga 1 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when injecting insulin to the patient, the medicinal liquid leaks from the joint between the injection pen and the injection needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii¿ prn y adapter 22 ga 1 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when injecting insulin to the patient, the medicinal liquid leaks from the joint between the injection pen and the injection needle.